Event description:
It was reported by the rep that (1) hp052 was used during an unknown procedure. It was reported that the cap to the connector of the handpiece will not come off. There was no pt consequence.